Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the trigger/slider was blocked, jammed and was moving heavy. It was observed that the housing was deformed, the bearings were worn out and the triggers were moving heavy. It was determined that the tool coupling had a missing marking. It was further determined that the device failed pretest for marking and labeling, check for leakage and check proper function of the triggers. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was jammed and did not work on the battery handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.